Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the fabius MRI lost all pressure during a case. User was unable to refill system and tried to ventilate using man/spont but it would not hold pressure either. No injury was reported.

Event description:
It was reported that the fabius MRI lost all pressure during a case. User was unable to refill system and tried to ventilate using man/spont but it would not hold pressure either. No injury was reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. Not returned to manufacturer.

Manufacturer narrative:
The electronic log file was available for investigation but contains only one entry on the reported date of event (fabius mir has been switched on at 7:11). The available information indicates a huge leakage to be the root cause of the reported symptom. Since reportedly man/spont did not work either, leakages at specific valves in the breathing system can be excluded. However, based on the given information, the exact location of the leakage could not be determined. During on-site checking in follow-up to the event, the reported symptom could neither be duplicated, nor were any indications for a device malfunction found. In general, leakages will be detected during the leak test as part of the daily and pre-use check. In case a leakage suddenly occurs during use, the integrated pressure- and volume-monitoring ensures that deviations from set/expected parameters are obvious and will be alarmed depending on the limits adjusted by the user. Additionally, according to the intended use and the iec 60601-2-13, it is mandatory that the device is used with appropriate external patient gas/ agent monitoring.

Event description:
It was reported that the fabius MRI lost all pressure during a case. User was unable to refill system and tried to ventilate using man/spont but it would not hold pressure either. No injury was reported.